Manufacturer narrative:
Corrections: date of birth was provided, and this follow up has the date indicated. Patient gender was provided, and this follow up has the patient gender. The capsular tears resulted in anterior vitrectomies. (B)(4) is provided for vitrectomy. The code has been added. Date received by manufacturer: in initial report, date received by the manufacturer was inadvertently reported as 11/1/2018 when it should have indicated 10/30/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The serial number was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the surgeon reported 3 broken capsules when using the signature whitestar console and the catalyst laser equipment. A description from the surgeon, indicated the 3 broken capsules occurred during the phaco segment. At the time, the surgeon was unsure if either of the equipment contributed to the events or if it was a settings issue. It was also indicated that the surgery center may have given the wrong tip and sleeve which would have compromised the chamber stability. The intraocular lens were placed in the sulcus and patient outcome is well. Through follow up, the surgery center is not requesting service as the center believes the machines are working properly as other surgeons are using phaco and no issues have occurred. This is 1 of 3 reports. A separate report will be submitted for the catalyst equipment.